Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction inoperative (inop) error. It is unknown if the speaker was able to produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.